Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 601 mg/dl. Prior to the event, the customer's mother stated that the customer was vomiting excessively. The customer's mother also stated that there was a bent cannula but the insulin pump did not alarm no delivery. Troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.